Event description:
It was reported by an epileptologist that a vns patient was still in the hospital with laryngeal paralysis. The patient had been implanted with vns on (B)(6) 2010 and at the moment was unknown if the patient had been programmed on with vns therapy. Good faith attempts to obtain additional information from the surgeon's office have been unsuccessful to date. Review of the manufacturer's in house programming history was done and concluded that the patient's parameters and diagnostics were not available.